Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's adc freestyle libre sensor detached after less than a day of wear. The customer experienced symptoms described as "high glucose, sweating, and abdominal pains" and was administered insulin (dose/type unknown) by the caregiver. The customer was taken to the hospital where he/she was diagnosed with diabetic ketoacidosis and received additional insulin (dose/type unknown) and water. There was no report of death or permanent injury associated with this event.